Manufacturer narrative:
The microsensor was returned for evaluation. Failure analysis - the catheter material stretched 7cm from connector. Icp express = no transducer detected and internal wires broken. The issue of the complaint has been confirmed. The root cause of the problem stated by customer could be determined as a mishandling of the device.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a procedure, after the microsensor was placed (before implantation site closure), it could not be detected by the monitor. Medical staff changed the cable and the mail body; however, the issue persisted and the sensor was removed and replaced.